Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section d5 - operator of device. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The device remains implanted in the patient. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide lists the following as a potential risk: "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalisation with intravenous antibiotic therapy; skin irritation. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." The original cause for redness and irritation remains unknown. A DHR review was performed by the manufacturer and the device met all requirements for release.

Event description:
During routine follow-up for a patient previously implanted with an evoke spinal cord stimulation (scs) system, irritation and redness was noted at the implant site. The implant site was cleaned and irrigated to resolve the issue. No devices were replaced.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.